Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue, user has high glucose value.

Manufacturer narrative:
(B)(4). No product yet returned for evaluation.

Event description:
The customer receiving the result of "hi". Performed a back to back blood test: 273mg/dl and 268mg/dl. The customer states that he stores the meter and test strips in the meter case in the kitchen cabinet. Expected range for the blood results are in the 200mg/dl. Reviewed the last 5 blood results in the meter memory. Hi on (B)(6) 2015-08:15am. Hi on (B)(6) 2015-09:27am. Hi on (B)(6) 2015-12:53am. Hi on (B)(6) 2015-12:30am. Hi on (B)(6) 2015-07:58am. No adverse event reported.